Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Based upon the available information, gore is unable to determine the exact cause of this event. All information has been placed on file for use in tracking and trending. (B)(4)

Event description:
It was reported to gore the following: during a popliteal aneurysm case, the 3rd gore viabahn&#59397;endoprosthesis deployed fully but during the deployment process the deployment line broke. The broken section of the deployment line snagged on the 2nd device. The doctor was unable to remove the remaining deployment line so chose to leave it in the patient. The patient is fine according to the doctor.